Manufacturer narrative:
Patient presented with high impedances; ipg replaced and patient now doing well. Explanted ipg had no anomalies. No further action to be taken.

Manufacturer narrative:
Replacement procedure is scheduled for (B)(6) 2025.

Event description:
Dr. (B)(6) at (B)(6) did a battery replacement 2 weeks ago ((B)(6) 2025) for a patient with a dead battery surgery and return of symptoms. The impedance was around 550 during the testing in the or. He/she came in on (B)(6) 2025 for the 2 week follow up. The app was checking the device and received 3 prompts. The first was the device cannot be found, the next was impedance is greater than 800 and then they were asked if they wanted to run all impedances. The current impedance on all impendences (2/3, c/2, c/3) read as >20000 at the two weeks post-surgery follow-up appointment. The patient is feeling better, symptoms have improved.